Event description:
The clinician reports the implant was inserted (B)(6) 2015 in ada 10. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type IV, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: bleeding and inflammation. No further patient complications were reported.